Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was just scoped by her doctor who discovered that the patient's stomach is full of food and the patient had been symptomatic. It was noted that the patient's device was checked a couple of months ago and the doctor was wondering if it should be checked again. The patient was currently admitted to the hospital due to her symptoms. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).